Manufacturer narrative:
PMA/510(k)number added. Health effect - impact code updated. Internal complaint reference: (B)(4). H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A visual inspection of the returned device found that it is in its original packaging. The carton is still sealed and the pouch is still sealed. A brown coloring resembling corrosion can be seen in the laser markings of the device. A review of the results of the presumptive blood test kit confirmed that the substance on the device is not blood. The complaint was confirmed, and the root cause was associated with device design. A corrective action for this failure mode is in place.

Event description:
It was reported that the twinfix anchor was found with rust. The incident occurred before the procedure; no complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordinglly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the twinfixs were found with rust. It is unknown whether the event happened during surgery and if there was a patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.